Event description:
It was reported that during a liver ablation procedure that while using two probes the temperature was getting pretty high and would shut off and on. When probes were removed it was found that the tips had "burnt" off and were left in the patient. A third probe was used to complete the procedure. There were no adverse consequences other than the tips of the first two probes being left in the patient.

Manufacturer narrative:
(B)(4). Date sent: 10/11/2024, d4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: how close were the 2 probes when they inserted them into the liver and when they were activated? Are there any plans to retrieve the pieces that were left in the patient in the future? What is the patient¿s current status the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation is pending for the finished device lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/6/2024. Corrected data: h11: lot number and statement. A search of nonconformities (ncs) was performed for lot ml24028951. There were no observed nonconformities for this lot. Manufacture date: 2/1/2024. Expiration date: 10/31/2027.

Manufacturer narrative:
(B)(4). Date sent: 11/6/2024. Investigation summary. Call home revealed reflected power errors and a high temperature error. The returned probe's tip was broken off and not included. There was evidence of thermal damage. The potential cause of the damage is unknown due to the amount of thermal damage seen. A search of nonconformities (ncs) was performed for lot ml22027457. There were no observed nonconformities for this lot. Manufacture date: 2/1/2022. Expiration date: 10/31/2025.

Manufacturer narrative:
(B)(4). Date sent: 10/29/2024. Additional information was requested and the following was obtained: how close were the 2 probes when they inserted them into the liver and when they were activated? The probes when activated were maximum 1 cm apart, but within 1 cm at certain locations along the probe, specifically at the emitting zone. Are there any plans to retrieve the pieces that were left in the patient in the future? I do not believe there are plans to retrieve the remaining pieces left in the patient. What is the patient¿s current status? To my knowledge, the patient is doing fine. I have not heard an update since a week out from the incident.